Event description:
The customer reported that the loaner handpiece would not turn off. It is unknown if there was any patient involvement or adverse consequence due to this event.

Manufacturer narrative:
The device was received for evaluation. The repair technician could not duplicate the customer's report. The loaner unit was returned to the loaner pool.